Manufacturer narrative:
Title: v-loctm 180 suture in total laparoscopic hysterectomy: a retrospective study comparing polysorb to barbed suture used for vaginal cuff closure source: european journal of obstetrics & gynecology and reproductive biology 207 (2016) 18¿22. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study of 490 consecutive women who underwent total laparoscopic hysterectomy performed between january 2013 and september 2015 applying identical procedure technique with cuff closure. For the first 184 women, group 1, an absorbable suture was applied in transvaginal cuff closure. For the following 306 women, group 2, a barbed suture was used with laparoscopic intracorporeal suturing. As a result, in both groups, vaginal cuff healing was well with no dehiscence. Vaginal cuff granulomatous occurred more often in women in group 1 (8/184, 4.34%) than women in group 2 (6/306, 1.96%) six months after surgery.